Event description:
A report was received that the patient underwent a pocket revision. The physician indicated there was extra skin over the ipg making it harder to charge. The physician relocated the ipg and the patient was reportedly doing well.